Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during an all inside anterior cruciate ligament surgery the tip of the device broke while starting retro drilling. The broken piece was retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. Visual inspection identified breakage of the cutting tip at the distal end of the returned device, with warping present at the breakage site. Broken pieces were not returned for evaluation. Functional testing was not performed due to the damaged of the device. The cause of this event is undetermined; however, the observed condition is most likely the result of prying/leveraging the device during use against bone and/or hard tissue.